Manufacturer narrative:
Correction information: g6: follow up #1. Additional information: d4:unique identifier (UDI) # is unknown. Evaluation summary: based on the contents of the report, it was determined that the cause of this case was an electrical system error such as terminal contact failure, board damage, and cable disconnection due to cable pulling or bending during use, but it was not identified. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The serial and lot number are unknown. This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Pentax canada inc. Received notification of a mandatory hospital report (hc ref 1034544) submitted to health canada from the hospital. The incident is described as "during endoscopy we have become accustomed to using a device with the endoscope that shows it's location using a magnetic so we can visualize looping, progress, and approx location. Our pentax scope pilot device that we use to accomplish this failed today. We had some particularly difficult procedures and the use of this tool, which has become the standard of care, was not available to us. This likely resulted in longer procedures as we were unable to visualize where the scope was looping and how to best mitigate that". This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.